Event description:
It was reported post operatively that the right atrial (ra) lead was believed to be dislodged based on x-ray imaging. It was also noted that the slack had pulled back the ra lead. The ra lead was revised, slack was added to the lead and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.